Manufacturer narrative:
(B)(4). The complaint is being reported as an adverse event since the patient was not injured as a result of the incident. The complaint sample has been forwarded to the manufacturing site for evaluation. The evaluation of the instrument has not yet been completed.

Manufacturer narrative:
The complaint sample was provided and an evaluation of the instrument was performed by the supplier. The broken jaw part was not returned together with the complaint instrument and therefore was not available for investigation. The jaw parts are welded to the pull rod during manufacture. This instrument broke at the weld. A visual inspection of the disassembled instrument showed that the fracture surface looks rough, coarse-grained, and discolored. A review of the device history record (DHR) did not identify any issues that would have contributed to the instrument breaking. An inspection of the stock inventory was performed: lot xmio 12 (qty 18), lot xmir 06 (qty 15). There were no malfunctions or defects observed in any of these instruments in stock. There was no evidence that the instrument was overstressed by the user during use. A definitive root cause could not be determined. Possible root causes could be a material defect, welding defect, tempering error, or contact/crevice corrosion. A review of the complaint system was performed over the last five years for this instrument. There were no other reported complaints for this same issue. The reported issue will continue to be monitored and evaluated.

Event description:
The instrument broke during surgery.  The tip of the instrument fell into the surgical site and was immediately retrieved.  There was no injury to the patient.  No additional intervention was required as a result.